Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 35 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump, required 3rd party assistance and was treated in the emergency room with oral carbohydrates as needed. The patient¿s healthcare provider (hcp) reportedly made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and the prime menu being accessed. The basal history matched the active basal program and the bolus totals matched and were all recorded as programmed. Cts did determine that the basal/temporary basal settings were incorrectly programmed. Cts determined that miscounting of carbohydrates, change in nutrition, change in physical activity without adjustments to insulin regimen, dehydration, change in stress level, and change in pain level contributed to the bg excursion and referred the patient to their hcp for diabetes management. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump.